Event description:
A credentialed diabetes educator, calling on behalf of the customer, reported that the customer received low readings on an adc freestyle libre sensor and experienced a skin infection while wearing the sensor. On (B)(6) 2018 customer experienced pain on the same day he inserted the sensor. The caller indicated that during the following days, the customer was on vacation swimming and partaking in spa activities with the sensor still applied. Upon his return, the customer self-presented to a hospital on (B)(6) 2018 for his scheduled spinal surgery, where the doctor observed the sensor infection, removed the sensor, and drained the pus. The spinal surgery was cancelled and the customer was admitted to intensive care unit due to sepsis and treated with unspecified antibiotics via IV. It was reported that the customer had surgery to clean the wound twice more, was stitched up and the stitches were going to be removed on the day of call. The customer further reported that the sensor "did not give out any readings" or received unspecified low readings. Customer stopped taking his daily dose of insulin based on the low sensor readings and experienced hyperglycemic symptoms described as excessive thirst, increased urinary frequency and reduced appetite. Customer had blood glucose readings ranging between 10-25 mmol/l while he was at the hospital for the spinal surgery and was diagnosed with hyperglycemia and treated with "insulin/dextrose" infusion. Customer remained in the ICU for 2-3 days and was discharged after 10 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was conducted for libre sensors and showed no trips.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history reivew) for all fs libre sensor and sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. Therefore, there were no adverse trends that indicate any potential product related issues if the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A credentialed diabetes educator, calling on behalf of the customer, reported that the customer received low readings on an adc freestyle libre sensor and experienced a skin infection while wearing the sensor. On (B)(6) 2018 customer experienced pain on the same day he inserted the sensor. The caller indicated that during the following days, the customer was on vacation swimming and partaking in spa activities with the sensor still applied. Upon his return, the customer self-presented to a hospital on (B)(6) 2018 for his scheduled spinal surgery, where the doctor observed the sensor infection, removed the sensor, and drained the pus. The spinal surgery was cancelled and the customer was admitted to intensive care unit due to sepsis and treated with unspecified antibiotics via IV. It was reported that the customer had surgery to clean the wound twice more, was stitched up and the stitches were going to be removed on the day of call. The customer further reported that the sensor "did not give out any readings" or received unspecified low readings. Customer stopped taking his daily dose of insulin based on the low sensor readings and experienced hyperglycemic symptoms described as excessive thirst, increased urinary frequency and reduced appetite. Customer had blood glucose readings ranging between 10-25 mmol/l while he was at the hospital for the spinal surgery and was diagnosed with hyperglycemia and treated with "insulin/dextrose" infusion. Customer remained in the ICU for 2-3 days and was discharged after 10 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the product. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A credentialed diabetes educator, calling on behalf of the customer, reported that the customer received low readings on an adc freestyle libre sensor and experienced a skin infection while wearing the sensor. On (B)(6) 2018, customer experienced pain on the same day he inserted the sensor. The caller indicated that during the following days, the customer was on vacation swimming and partaking in spa activities with the sensor still applied. Upon his return, the customer self-presented to a hospital on (B)(6) 2018 for his scheduled spinal surgery, where the doctor observed the sensor infection, removed the sensor, and drained the pus. The spinal surgery was cancelled and the customer was admitted to intensive care unit due to sepsis and treated with unspecified antibiotics via IV. It was reported that the customer had surgery to clean the wound twice more, was stitched up and the stitches were going to be removed on the day of call. The customer further reported that the sensor "did not give out any readings" or received unspecified low readings. Customer stopped taking his daily dose of insulin based on the low sensor readings and experienced hyperglycemic symptoms described as excessive thirst, increased urinary frequency and reduced appetite. Customer had blood glucose readings ranging between 10-25 mmol/l while he was at the hospital for the spinal surgery and was diagnosed with hyperglycemia and treated with "insulin/dextrose" infusion. Customer remained in the ICU for 2-3 days and was discharged after 10 days. There was no report of death or permanent injury associated with this event.